Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui and pop. It was reported that the patient underwent an in-office revision approximately (B)(6) 2011 and mesh revision/removal on (B)(6) 2011. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision of vaginal mesh due to nonhealing surgical wound with mesh exposure.